Event description:
It was reported that after the external pulse generator (epg) did not start. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the unit does not power up due to the battery being depleted. Once the battery was replaced the unit passed all system tests.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.